Event description:
It was reported that patient presented for follow up in clinic. It was noted that right ventricular (rv) lead exhibited failure to capture. The lead was explanted and replaced with new lead. Patient condition was stable.